Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6, -7.5/+3.0/96 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted.